Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced abdominal pain and hemolysis. During the procedure 69 ablations were performed. After waking up following the procedure the patient described experiencing abdominal pain and was prescribed tramadol. Blood work was performed, and the patient was diagnosed with hemolysis without renal injury. No interventions for the hemolysis were reported and the patient was not hospitalized. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.